Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
The device was sent in with a broken tip and it was reported that it broke during the procedure. All pieces were retrieved.

Event description:
The device was sent in with a broken tip and it was reported that it broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the suture broke off during operation. The probable root causes could be: 1) use of excessive force or 2) twisting of inserter during removal.